Manufacturer narrative:
A field service engineer has been to the hospital and consulted (B)(6) and the rt dept about the reported issue. There was no service order documenting the reported technical error or related repair this year, and no one in the rt dept had any recollection of the incident. A supplemental MDR report will be sent if any new information if provided. (B)(4).

Event description:
(B)(4).